Manufacturer narrative:
The cause of the dissection is currently inconclusive. The dissection could have occurred during the large bore procedure prior to manta use. The EU IFU lists local trauma to the femoral artery or iliac artery wall, such as dissection and other access site complications requiring endovascular intervention as possible adverse events. Further investigation into risk documentation and device history record will be performed.

Event description:
Patient underwent tavr on (B)(6) 2019, a 18f manta vascular closure device was deployed for closure on the left side femoral artery, angiographic findings showed an iliac dissection and a 50% stenosis at the access site. Patient required balloon inflation from the contralateral access site and percutaneous placement of a stent. The patient was reported recovered without further sequelae on (B)(6) 2019, and discharged 18-mar-19.

Manufacturer narrative:
The device was not returned for investigation. Angiographic imaging was obtained and reviewed. It was confirmed there was a dissection causing stenosis remediated by a covered stent. Dissection are a common large bore procedural complication caused by insertion of procedural sheaths; however, the root cause of the dissection remains inconclusive. The IFU was reviewed and confirmed to list local trauma to the femoral artery or iliac artery wall, such as dissection and other access site complications leading to bleeding possibly requiring placement of a covered stent as possible adverse events. Risk documentation was reviewed and confirmed this is a known risk. The device history was reviewed and no non-conformities were identified. Based on the information reviewed there appears to be no product quality issue with respect to manufacture, design, or labeling.